Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us. The stent remains in the patient. The lot number was not identified. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported sepsis is listed in the instructions for use (IFU) as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing or design.

Event description:
It was reported that the physician was provided the following information from the patient's daughter. The elderly patient had a 2.5 x 15 mm and a 2.5 x 12 mm promus implanted into the right coronary artery (rca) by a different physician on (B)(6) 2010. The patient has now presented with methicillin-resistant staphylococcus aureus (mrsa) sepsis and left arm swelling. The physician suspects the stents, being a foreign body in the bloodstream, may be a nidus for infection. He has not yet consulted with the implanting physician, nor has he seen the patient. No additional information was provided.